Event description:
Ocd internal testing revealed negatively biased valp results for therapeutic drug monitoring performance verifier 2 for reagent packs with fewer than 6 tests when stored on the analyzer for more than one day. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt samples were tested. There was no report of pt harm as a result of this event.